Event description:
The customer reported via phone call that he was getting a button error alarm. Customer's blood glucose was 290 mg/dl at the time of the incident. Customer slipped and fell into the water. Customer only has a little cut on his knee. Customer stated that he was fine. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due unlocked keypad connector on the lcd board. No button error alarms noted during testing. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.